Manufacturer narrative:
Na.

Event description:
The reporter stated that while using the accuchek inform ii meter (serial number (B)(4)) a blood glucose result of 288 mg/dl was obtained at 22:27 and a result of 134 mg/dl was obtained at 22:30. The test done at 22:30 was due to family request that a second test be done. A blood sample was then drawn at 22:51 and the blood glucose result from the laboratory was reported to be 89 mg/dl. It was reported that no treatment was provided to the patient based off of the laboratory result. There was no further information provided regarding any action or inaction taken based on the blood glucose values from the inform ii. The reporter stated that she believed the discrepancy was because of operator technique. It was stated that the patient was stable and in the hospital at the time of the report. There was no adverse event. The suspect device was requested to be returned and the replacement product was sent.

Manufacturer narrative:
The customer returned the strips. They were tested with control solution. All returned results were within the acceptable range. The allegation in this case could not be substantiated.